Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro got really hot and the tip turned red. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. From (B)(6): today apparently it got really hot, the tip turned red! So they pulled it off the field. Can you send me a box to return this hemopro? Cat# vh-3000, lot# 25122096.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. A visual inspection was conducted. The silicone insulation was partially removed from the tip of the hot jaw an was cracked till the base of the jaw. The heater wire was flexed away from the jaw and was detached at the tip. The wire remained attached at the base of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU ) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿overheating of device/ device did not turn off¿ was unable to be confirmed. However, based on the observations made during the visual investigations, the reported complaint was confirmed for analyzed " peeled jaw" and "bent wire" failure modes. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro got really hot and the tip turned red. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. From (B)(6): today apparently it got really hot, the tip turned red! So they pulled it off the field. Can you send me a box to return this hemopro? Cat# vh-3000, lot# 25122096.